Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. At the time of the reported event, customer had not yet done anything to address the high bg; however, customer indicated that they would administer a manual injection. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.